Event description:
Patient reports that ns diagnosed granuloma, cut catheter, stopped pump during surgery in 2006. Doctor intends to restart pump one or two months later after new catheter is connected.